Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The salesperson visited the site and was unable to confirm the alleged malfunction. The device was replaced. The device was returned to the manufacturer and during the evaluation the malfunction was confirmed and vent inop errors appeared in the event log. The main pc board was replaced.